Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted the investigation of the reported event. Failure to achieve hemostasis may be due to a number of factors including, but not limited to, manufacturing, user technique and/or anatomical conditions. During manufacturing, a final inspection is performed on all proglide devices and a sampling of finished devices is destructively tested to verify the functionality of the device. Information about user technique was not provided. Femoral angiogram was taken which showed no calcification. A conclusive cause for the reported failure to achieve hemostasis could not be determined. A review of the device lot history record and a query of the complaint handling database were not performed because the device lot number was not reported. Based on the review of the event information, a product quality deficiency was not noted.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a left heart catheterization procedure which used a 6f sheath. Reportedly, after the device was deployed, no hemostasis was achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is in training in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided, a review of the device history record cannot be completed; however, investigation is not complete. A follow-up report will be submitted with all relevant information.